Manufacturer narrative:
H3: analysis of the device found visually, the wire harness was cut from the electrode connectors. There were also no cracks or scratches on any of the ink traces. Functionally, a continuity check was performed from the cut ends of the wires to the silver ink trace ends and were as follows: 42.6 ohms (blue with white stripe), 78.8 ohms (blue), 32.4 ohms (red with white stripe), and 50.8 ohms (red). All measured resistances were within the specification of being under 200 ohms, per the assembly drawing. Furthermore, the resistances between the electrode connectors to the cut ends were also all below 2 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that during total thyroidectomy the nim was making a lot of noise and that the machine kept saying ¿check electrode¿. She did an electrode check and vocalis 2 was not checking green. They tried rotating the tube without "success" and continued the case. They abandoned the use on the nim and continued the case without incident. The procedure was completed with the reported product(s). There was no patient impact.